Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and no capture on the atrial channel. A revision procedure was performed and the atrial lead was removed from service and replaced. Led damage was identified in the clavicle first rib region. No additional adverse patient effects were reported.